Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a "no message" alarm went off. No patient injury was reported.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and four (4) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage or other discrepancies were found; sample was received with clamp activated. Functional testing found the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).